Manufacturer narrative:
The roller pump is returned to the subsidiary site for eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the local display of the arterial roller pump was black. The device was not changed out, as the pump was run by pressing related icon on central control monitor (ccm). The surgical procedure was completed successfully. There was no delays, no blood loss, nor adverse consequences to the pt. Per clinical summary on (B)(6) 2015: during cpb, the local display of the arterial roller pump blanked. The user was able to control pump speed with the local knob and/or the ccm. There were no issues reported of any difficulty in maintaining required blood flow rates (without the ccm local display).

Manufacturer narrative:
The reported complaint was confirmed. Per follow-up with the third party field service technician on 16-dec-2015: the case took place in a cleaning room during the oxygen (o2) set-up; the o2 was filled with saline solution and the main pump was working; the liquid crystal display (lcd) display was unreadable when a stoppage was detected (half part was black another one displayed was lighted); no red cross/no question mark/any another message on central control monitor (ccm); the pump was reran by pressing on related icon of ccm; and the suspect roller pump was replaced in the cleaning room. The complaint was confirmed via third party field service technician's observation. After multiple diligence attempts for part return, no reply was received from the subsidiary site. No part return available at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Corrected information: the reported issue occurred during set-up of the device for a cardiopulmonary bypass procedure. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.